Manufacturer narrative:
Article citation: gabbay ie, allen f, morley c, et al, "efficacy and safety data for the xen45 implant at 2 years: a retrospective analysis." British journal of ophthalmology, published online first: 14 november 2019. Doi: 10.1136/bjophthalmol-2019-313870. (B)(4). The events of exposure, hyphema, bleb-related leakage, high intraocular pressure, fibrosis, choroidal detachment, corneal edema, macular edema, shallow anterior chamber, and low intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the events, products, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
The events of needling was required in 57 of 151 (37.7%) patients throughout the follow-up period; 14 patients were noted to have hypotony < 6mm hg on initial review. These cases all resolved ; three patients were noted to have an iop above 30 mm hg on their initial postoperative review ; one patient had an initial postoperative iop of 42 mm hg which required urgent needling ; one patient had an initial iop of 31 mm hg. Patient underwent needling which deemed to failed when iop remained high. Another patient required additional intervention of trabeculectomy patient had an initial iop of 38 mm hg. Patient underwent needling which deemed to failed when iop remained high. Patient required additional intervention of an ahmed valve ; 7 of 151 patients required removal or revision of the xen due to conjunctival erosion and a positive seidel sign ; postoperative hyphema in 3% ; postoperative choroidal detachment in 3% (all resolved spontaneously) ; postoperative corneal oedema in 5% (all resolved spontaneously) ; postoperative shallow ac in 10% (all resolved spontaneously) ; pressure spikes during the initial 2-month follow-up over 30 mm hg in 8% of patients ; and cystoid macular oedema in .06% of cases were noted in the article "efficacy and safety data for the xen45 implant at 2 years: a retrospective analysis."